Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that an unknown 2008t machine had an issue where the ultrafiltration (uf) time and remaining time on dialysis (rtd) clock did not decrease during a patient¿s hemodialysis (hd) treatment. The blood flow rate (bfr) was set to 70-90 ml/min and low volume mode was on. Ts advised the biomed to swap the function board. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.